Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. The device was returned to stryker product analysis center (pac) for further investigation. The pac technician confirmed the reported issue of device not powering on, which was caused by a depleted battery. The root cause of the reported issue could not be established. The device was archived by stryker.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.